Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was making a continuous hissing noise as if gas was escaping. The iabp did not alarm and there was no change in the patient's condition. The iabp was replaced with another to continue therapy. There was no harm or injury to patient and no adverse event was reported.